Event description:
Reportedly, during the procedure the cystic duct was clipped and bacame completely severed. Surgeon grasped the offending structure, placed loops and completed the procedure. Pt status reported as fine and no excessive time was spent in post operative status. Procedure type, cholecystectomy.